Manufacturer narrative:
The device was returned to olympus repair center for evaluation. The evaluation of the device confirmed the following; defect of printed circuit board was noted. There is possibility that the reported event was caused by the defect. If additional information becomes available, this report will be supplemented.

Event description:
During preparation for a colonoscopy, the endoscopic image became black and was not displayed. The device was used with a video system center cv-290. The user replaced the device to another device and completed the procedure. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to correct g4 (date received by manufacturer) of the initial report and provide additional information. Olympus became aware on september 29 that the reported phenomenon was reportable. G4 is changing september 7 to september 29. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus china, there was the possibility that the reported phenomenon was attributed to the failure of the power supply board, image processing board, or lcd panel.